Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient started twitching, and her sister called the emts. Patient's sister stated the cgm read 124, but when the emts arrived they found that her blood sugar was 31. Patient was then taken to the hospital where they gave her glucose. At the time of the call with dexcom technical support, patient reported she was stable.

Manufacturer narrative:
(B)(4). The sensor complaint device was not returned for evaluation, however, the receiver (B)(4) that was being used with the complaint device was returned for evaluation on 05/23/2014. The receiver was visually inspected and no defect was found on the outside surface; however, it failed a functional testing. Upon interior visual inspection, water damage indicator was found to be activated due to failed seal at speaker. The complaint of inaccurate cgm reading could not be confirmed through the data log because the receiver was received in a condition making evaluation impossible.